Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the terminal end of this right ventricular (rv) lead was damaged leading to high impedances. The device was also reported to have delivered shocks as a result of the lead damage. The rv lead was explanted. No additional adverse patient effects were reported.